Event description:
(B)(4). Medicare provided it, clumps of hair coming out, major cramping, weight gain, or staying at same weight. Tho I eat healthy and walk, heavy bleeding at times, blood clots, extremely low heart rate, metal taste in mouth, forgetfulness, very tired, back hurts body aches, eye sight is not so well any more....